Event description:
Inadequate bone quality/quantity. At the time of the event or implant failure/removal, was there (check all that apply) pain, mobility, increased sensitivity. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).